Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood glucose of 600 mg/dl; customer treated with manual insulin injection. Customer requested a battery cap replacement as she received a failed battery test alarm. Customer stated that she removed the battery and was not using the insulin pump. Customer stated that the contacts on battery cap are damaged. Nothing further reported.